Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis resulting in septicemia and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route and frequency not reported) for the peritonitis event. It was reported that the patient experienced septicemia and subsequently passed away on an unreported date. The cause of death was reported to be due to septicemia and other unrelated indications. The patient did not recover from the peritonitis event prior to the time of death. It was unknown if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.